Manufacturer narrative:
Correction to initial MDR in field h10 - explanation of 3191 no code available in h6 patient codes grid: h6 patient code 3191: no code available was used because there is not an equivalent FDA code for surgical intervention. Device technical analysis: the returned lead was analyzed, and high impedances were noted on 7 of 8 contacts. Visual and x-ray inspections of the lead revealed fractured cables at the click site, about 24.5 centimeters from the distal end. No cables were exposed. Investigation conclusion: based on a review of all available information, boston scientific concludes through testing of the device that the reported event of patient experiencing loss of stimulation and high impedances observed was confirmed. When excessive mechanical-tensile force was exerted onto the lead, such as the patients fall, the lead got kinked after it exits the clik anchor resulting in the cable fractures. Therefore, the probable root cause is adverse event related to patient condition.

Event description:
It was reported that the patient was experiencing a loss of stimulation and mentioned having a few non device related falls. At time of reprogramming session high impedances were observed on 6 of 8 contacts. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well and receiving great coverage post operatively.

Event description:
It was reported that the patient was experiencing a loss of stimulation and mentioned having a few non device related falls. At time of reprogramming session high impedances were observed on 6 of 8 contacts. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well and receiving great coverage post operatively.